Event description:
Lasik has given me permanent damage and I am no longer able to drive at night and my vision in the day time is consistently getting worse. Ever since I got lasik, my vision has been slowly deteriorating and I am no longer able to drive at night due to huge starbursts from cars and also bright led lights. During the day time, I am also seeing these starbursts in bright sun areas and I can feel my eyes are getting worse by the day. I do not believe my lasik surgeon properly informed me of the risks related to lasik and I do not think this surgery should be worth it for anyone. My surgeon also provided me with eye drops that I did not know was not approved for situations as mine and are only FDA approved for glaucoma patients. He did not make me aware of any side effects until after I started using them and checked the prescription online. He gave me the medication as I was walking out without any further information on it. After talking with my scleral lense specialists, he has said that my pupils are bigger than usual and that should have omitted me from getting lasik in the first place as they cut the corneal flap within my pupil's dilation at night. There was not proper training done at this facility and now I am the one taking the hit for it. FDA safety report ID # (B)(4).